Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the box of bd ultra fine¿ pen needles did not have an expiration date on the label. The following information was provided by the initial reporter: "consumer reported donated box to group home without exp date."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the box of bd ultra fine¿ pen needles did not have an expiration date on the label. The following information was provided by the initial reporter: "consumer reported donated box to group home without exp date."